Event description:
A report was received that the patient had difficulty charging his ipg due to ipg had migrated. The patient underwent an explant re-implant procedure and was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and performance tests. The ipg exhibits normal device characteristics.